Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm intermittently occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Furthermore, it was reported that the pump battery was depleting quickly. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 70 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.